Manufacturer narrative:
The patient required revascularization of the target vessel. This is being reported as a follow-up to the clinical study. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Foreign- (B)(6) / study name: (B)(6) - patient ID # (B)(6). During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, occlusion is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2015, two stellarex catheters were used to treat the target lesion of the right distal sfa. Approximately 44 months post index procedure, the patient experienced an occlusion. A successful revascularization of the target vessel was performed on (B)(6) 2018. The physician indicated this is not related to the study device and procedure.